Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: additional information received from the account stated that the shipping wedge was removed prior to loading and firing the device but was found inside the patient. There was no patient harm.

Manufacturer narrative:
Maude report: mw5063804. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: broken yellow shipping wedges were found during case.